Manufacturer narrative:
Date of report: 14nov2018. Date of manufacturer: 09nov2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. During failure analysis, the device logged errors 1115 (auxiliary alarm supply failed) and 111b (35 volt supply failed). The fse replaced the motor controller (mc) board and power management (pm) board to address the issue. This reported failure was caused by a shorted cap on the mc board. Replacement of shorted cap corrected the failure with the mc board. The pm board was tested and no failures were identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that there were unspecified power and sensor issues with the unit. There was no patient involvement. The event date was not specified; estimate used.